Event description:
The customer reported that the system displayed a communication error message while performing a cine run. This prevented cine from working resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All the workstation circuit boards and cables were reseated. The system was then found to be operating as intended.